Event description:
After an implantation period of approx. 4 months, a malfunction of the rv lead was reported. The patient was hospitalized and the lead was repositioned then replaced.

Manufacturer narrative:
Additional information received that the malfunction was an increased threshold and decreased sensing. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.